Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an assembly of a set, it was observed that metal pieces fell out of the burr attachment device. The event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition was not confirmed. A visual and functional assessment was performed which found that the device was functional. Therefore, an assignable root cause was not determined. However, during service/repair, it was observed that the bearing was broken and the components were corroded. It was determined that the bearing was broken inside the coving sleeve. It was determined that the issues were consistent with improper cleaning. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.